Event description:
It was reported that the right monitor on the 9800 system was intermittently too dark. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The video controller board and the image processor were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.